Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since may 2021, their implanted neurostimulator (ins) was not working, which was explained to mean that they were getting a message that the "program was not available".  They tried resetting the controller but the message would not resolve.  They also reported that sometimes when they moved from one side to another, they would feel stimulation.   Additionally, they reported that the little black box for the recharger therapy module (rtm) would get hot when recharging.  Patient services (ps) had the patient connect during the call the patient started charging the ins, and the ins had a red indicator with excellent connection, and the controller was 90% charged.   The patient confirmed they hadn't had any falls or trauma that could have contributed to the reported issues.  Ps redirected the patient to see their doctor to further address the message seen.  No reported symptoms associated with the ins.